Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. As a result, customer experienced "discomfort/pain" during wear, "festering wound", "infection at sensor site", and was prescribed unspecified antibiotics (dose unspecified) by a healthcare professional. No further details provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history record) for the freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Visual inspection was performed on the returned adhesive and no issues were observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Visual inspection was performed on the returned adhesive and no issues were observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 -( additional mfg narrative ) was incorrectly documented in the previous report. Correction has been made.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. As a result, customer experienced "discomfort/pain" during wear, "festering wound", "infection at sensor site", and was prescribed unspecified antibiotics (dose unspecified) by a healthcare professional. No further details provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. As a result, customer experienced "discomfort/pain" during wear, "festering wound", and received unspecified third-party treatment. No further details provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. All pertinent information available to abbott diabetes care has been submitted. On the previous initial submission (2954323-2023-25090) section(s) b5 describe event or problem and h6 - adverse event problem (health effect - clinical code) were incorrectly documented.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. As a result, customer experienced "discomfort/pain" during wear, "festering wound", "infection at sensor site", and was prescribed unspecified antibiotics (dose unspecified) by a healthcare professional. No further details provided. There was no report of death or permanent injury associated with this event.